Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
T was reported that episode review was requested due to a electrogram that showed no atrial activity on ventricular episodes. A boston scientific technical services consultant stated it appeared that atrial activity was not present and no pacing was delivered as ventricular events came in before v-a interval timed out. Review of the last ventricular episode with atrial electrograms, a few beats of atrial pacing was observed and then it appears atrial activity just stopped. The consultant recommended bringing the patient into the clinic and increasing gain to see if any atrial activity is present. The device remained in service and no adverse patient effects were reported. Additional information was received that this device was subsequently explanted and returned for evaluation. No adverse patient effects were reported.